Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
Customer reported his insulin pump alarmed battery out limit after a battery change. He cannot clear the alarm because the buttons are unresponsive. Customer's blood glucose is 36 mg/dl. He treated with food. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).